Event description:
New information was received that the right ventricular lead was capped and replaced to resolve the event and the patient was in stabe condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11529. During follow-up, there was noise noted on the both the right atrial (ra) and right ventricular (rv) leads. No intervention was performed to resolve the event and the patient was in stable condition.